Event description:
It was reported that the respiratory therapist left the ventilator ventilating a pt, but was after a moment alerted by the emergency technician that the ventilator was in standby. The ventilator was taken out of service.